Event description:
Meter displayed not ok when powered on. Pt had a result that was "sky high" and was transported to the hosp by a relative. Relative stated blood glucose tested normal at the hosp and no treatment was given. Customer care rep verified the not ok message appears when powering on, therefore there is indication that the product malfunctioned. The meter was replaced.